Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated he inserted a new sensor and drove to the grocery store. At around 7:15am, the patient started to feel low and took glucose tablets and stated the receiver was displaying a reading around 115 mg/dl. The patient did not have a glucose meter and could not check finger sticks. The patient then started to feel foggy after taking the glucose tablets. He indicated that the receiver vibrated but did not recall what the readings were. After a few minutes, the patient was still not feeling better and took more glucose tablets (total of 10 tablets). Shortly after, the patient passed out and had a diabetic seizure. The patient indicated that the ambulance was called and regained consciousness while in the ambulance. He stated the paramedics said the cgm was 40 points off. The patient had a computed tomography (CT) scan of his head and it was determined that he fractured his skull and ruptured his ear drum. The patient was in the intensive care unit (ICU) until (B)(6) 2018 and then was moved to the general floor for observation from (B)(6) 2018- (B)(6) 2018. Additionally, it was reported that the patient's blood glucose was on the date of event was 43 mg/dl at 7:35am. At the time of contact, the patient was at home recovering. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.